Event description:
Additional information was received from the reporter. The issue occurred during preparation for use for laparoscopic right ovarian cystectomy. It is unknown whether the procedure was therapeutic or diagnostic. The doctor was preparing for the surgery and had not touched the equipment. The moment that the camera was connected to the laparoscopy tower, the camera would not work. The patient did not suffer any injury or infection. The planned procedure was completed with other equipment from another brand and manufacture; novadq laparoscopy tower. The issue caused a delay of thirty (30) minutes, attempting to get the device to work and changing of the equipment. The patient was under anesthesia. The product manual and manuals for all other equipment used were followed. The camera head was confirmed to be compatible with the auxiliary equipment being used. The reprocessing instructions in chapters five (5) through eight (8) of ¿reprocessing: general policy¿ were followed. The equipment was always inspected before reprocessing, once sterilized, the equipment was then tested before intervening with the patient. The device was stored in a tray manufactured for low temperature sterilization. The camera cable did not appear to be damaged. The camera head had never fallen off. There were no foreign objects such as hard water residue, grease, dust, or lint observed on the electrical contacts and no kinks or buckles observed in the cable.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. Corrected data: h6/health effect - impact code.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely that the video communication could not be transmitted to the processor due to a cable failure and the image was not displayed. It was likely that the cable failure was due to user handling. The instructions for use (IFU) provides the following guidelines: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was no image due to a faulty cable unit. Also found, was the rear cover labels were fading. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the 4k camera head had an image problem. No patient harm reported.